Event description:
Boston scientific received information that patient with the cardiac resynchronization therapy defibrillator (crt-d) and rv lead system experienced an episode of pulseless electrical activity. The health care professional (hcp) questioned some of the markers and consulted with boston scientific technical services (ts). It was determined that some of the markers overlapped on the strip. Ts did question possible undersensing of a ventricular arrhythmia, due to the morphology of the shock electrogram (egm) not aligning with the pacing markers. It was reported that the signal on the right ventricular (rv) lead egm was very small and it was suggested the gain be increased to further evaluate the underlying rhythm, as on the strip atrial and ventricular pacing at a sensor driven rate were noted. Additional information was received that rv sensitivity and post shock stability were reprogrammed. No further adverse patient effects were reported. No additional information related to the event was available. At this time, information suggests that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.